Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the surgeon stated that the icp continuously read negative 5-10. The icp was originally reading plus 5ish.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The catheter was evaluated and the following observations noted. The catheter material stretched 14.5cm from connector. The device passed electronic noise, linearity/hysteresis, and signal drift tests. A review of quality records was conducted and prior to distribution. This device met all manufacturing and quality testing/inspection specifications. Based on the evaluation, the complaint is unconfirmed. The performance failure could possible be attributed to the stretched catheter material from mishandling of the catheter. No further investigation or corrective action is anticipated.

Event description:
N/a.